Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a damaged desktop charger and a damaged receptacle inside the recharger were identified for a deep brain stimulation implantable pulse generator (ipg). The connector pin on the charger was also reported as damaged, while the cord itself was described as intact. The patient was noted to experience confusion and had attempted to force the cord into the charger multiple times, which was believed to have contributed to the damage. There was concern about the patient's implant battery potentially running low; however, the implant was checked with the patient programmer and found to be at 100%. A historical issue with the device was mentioned as having occurred a couple of months prior, but no further details were provided. The recharger was reported as broken, and supply chain concerns were noted to be affecting the availability of replacement rechargers. The process to transition the patient to a wireless recharging system was initiated, and customer service and field staff were contacted to begin this transition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient rep to report that they received a letter from mdt regarding this event asking for the current status of the dtc and recharger. The caller didn't know what dtc or recharger meant. Agent reviewed what they were. The caller said a manufacturing rep replaced the dtc and recharger with the wireless recharger, and the rep took the dtc and recharger with them. Caller said they will respond to the letter now that they understand what a dtc and recharger are.

Manufacturer narrative:
Additional information updated to b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that they discarded the recharger and desktop charger (dtc).